Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The same day as the peritonitis diagnosis, the patient was hospitalized for the event. One day after event onset, the patient was treated with ceftriaxone (1 gm, intravenous, daily, duration not reported), vibramycin (100 mg, intravenous, twice daily, frequency not reported) for the peritonitis event. The following day, the patient was treated with vancomycin (1500mg, once, intravenous) for peritonitis. The following day, the patient was treated with vancomycin hcl (intravenous, daily, dosing per level, duration not reported) and ceftriaxone (2gms, intravenous, daily, duration not reported) for the event. At the time of this report, the patient outcome was unknown. Two days after event onset, pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
Additional information : it was reported that the patient was discharged six days after the event onset and has recovered from the event. It was reported that the sequelae was 23 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information : upon follow up, it was reported that the patient experienced bacterial peritonitis. Should additional relevant information become available, a supplemental report will be submitted.